Event description:
During post-dilatation of a stent implanted in the right renal artery the balloon was reported to have ruptured at two atmospheres. The vessel was described as having severe calcification, moderate tortuosity and a 98% stenosis. The product was prepared and clinically used as per the IFU. After successful pre-dilatation and stent placement, the product was again advanced to the lesion where it was inflated using an indeflator. However, the balloon ruptured at 2 atmospheres. There was no reported patient injury. Manufacturing records for the lot involved, including subassemblies, were reviewed and the results indicate that the product met quality requirements for product acceptance. The balloon burst pressure test during manufacturing was found to be pass. With the limited amount of information available and without the return of the product or films of the procedure it is not possible to determine the relationship between the device and the event. However, vessel characteristics may have had an impact.

Manufacturer narrative:
Please note that this device is distributed outside the united states; however, it is similar to the u.s. Distributed product.